Manufacturer narrative:
To date, information suggests that this medical device remains actively in service without further issue. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) may have exhibited a malfunction or delievered inappropriate therapy. A device interrogation had been requested but at the time of this report, the result of the interrogation was not known.